Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the inner insulation of the lead became extrinsically distorted due to kinking/buckling, and visual summary analysis of the lead indicated damage at implant and stretching.

Event description:
It was reported that during the implant procedure to place the atrial lead, the physician thought the lead may have been damaged due to pulling back on the lead "a little too hard." Physician elected to not use the lead and implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).